Event description:
It was reported that the connector of the filter was found broken during placement of the catheter. Therefore, the catheter and the filter was removed and replaced with a new kit.

Manufacturer narrative:
(B)(4). A device history record review was performed on the flat filter with no relevant findings. The customer reported the connector of the filter was found broken during use. The customer returned one snaplock assembly nrfit, one flat filter nrfit, and epidural catheter. The snaplock assembly and catheter were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual inspection of the returned filter revealed the filter was received with the rotation collar separated from the male lock connector. The tip of the male connector from the returned filter was also separated from the filter and still inserted into the female connection of the returned snaplock assembly. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen within the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the connector of the filter was found broken during use was confirmed based on the sample received. During visual examination of the returned filter revealed the tip of the male connector filter was separated from the filter and still inserted into the female connection of the returned snaplock assembly. A device history record review was performed on the flat filter with no relevant findings. It is unknown how the filter was handled prior to and during use and the pressure used to inject is unknown. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the connector of the filter was found broken during placement of the catheter. Therefore, the catheter and the filter was removed and replaced with a new kit.